Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent lasik for monovision. The eye that was treated for distance vision was little myopic at one day post-op, and remained so at one week post-op. The patient reported that she could not drive, so she was given a contact lens to correct the distance vision. Additional information has been requested.